Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 404mg/dl. The customer had symptoms such as vomiting. Customer indicated that their doctor has not been contacted and their blood glucose value was also 404 mg/dl at the time of the call. Customer declined troubleshooting as they do not feel well and will call back later. No further details given.